Event description:
Patient presented to the physician with the stimulation lead protruding towards the skin at the neck incision site exposing the patient to a potential risk of erosion. Physician brought the patient into the operating room, opened the neck incision, placed a gortex patch over the stimulation lead, and closed.